Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative via consumer regarding an unknown patient. It was reported that a couple of times it has happened that a patient has lost programming. No further information could be collected. No further complications or patient symptoms were reported or anticipated. Indication for use is unknown.